Event description:
Healthcare professional reported "capsular contracture (baker grade unknown) and rupture" and "breasts with prosthesis and presence of reactive liquid periprosthesis which suggests an inflammatory process to rule out" via ultrasound. This is for the left side device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture, capsular contracture, baker grade unknown.